Event description:
It was reported that the patient was admitted to the hospital for chest (cp). Right heart catheterization showed elevated filling pressures. Transthoracic echocardiogram (tte) showed the aortic valve (av) opening every beat. The patient also had low flow alarms. Log files were submitted for review. The event log file did not capture any low flow events. The patient received diuresis and started on inotrope.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed through the evaluation of the submitted log files. Evaluation of the submitted log files revealed that no atypical events were captured. No low flow alarms were observed in the submitted log files. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further events reported at this time. No product is available for investigation. The hm 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the hm 3 lvas. This document also states to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU explains that changes in patient conditions can result in low flow. Additionally, the hm 3 IFU and patient handbook describe advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1, "introduction¿, lists adverse events that may be associated with the use of the hm 3 lvas. This section also instructs the user to "notify appropriate personnel if there is a change in how the pump works, sounds, or feels". The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.